Event description:
Reportedly, blood leakage was observed from the three way stopcock of dpt. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: customer report 'leakage from three-way stopcock' was not confirmed. Rec'd (1) complete single dpt-vamp adult kit. Tubing was found completely detached from uv bond joint with reservoir. Indication of bonding agent was present at tubing bond area.